Event description:
I had an eprime skin rejuvenation procedure performed on my face on (B)(6) 2011. It was performed by the dermatologist specializing in laser and skin rejuvenation procedures. The representative from syneron was assisting during this procedure. Syneron is a manufacturing company which sells ablative and non-ablative medical aesthetic devices including eprime device. The dermatologist injected 4 shots of anesthesia and applied anesthesia cream on my skin before the procedure. When my skin became numb, the doctor performed procedure with a minimally invasive aesthetic device (eprime). Right after the procedure, my face began to swell but the doctor and representative stated it was normal. Within the hour, my face became twice bigger in size, was covered in bright red dots and I was unable to open my mouth and eyes. The doctor assured me that it was normal and recommended to keep ice pack on my face. I followed the instructions. After one more hour, I went to the emergency room at the hospital where I received shots of benadryl, steroids, pain relief medication and IV. My face did not changed in shape it was still swollen. Next day, I went to see my dermatologist who performed the procedure, she gave me another shot of steroid and prescribed prednisol. At night, my face was more swollen so I had to go to the emergency room again, where I received decadron, benadryl and pepcid injections. My face became a little bit less swollen. Next morning, my face was twice bigger in shape, red, navy blue in color with bruises and lots of wrinkles, my neck and shoulders swollen. Dates of use: (B)(6) 2011.